Manufacturer narrative:
A boston scientific technical services consultant document and discussed the clinical observations with the caller. The consultant recommended further testing be performed. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of 19 ohms. No adverse patient effects were reported.